Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that the rocker switch keeps sticking down and failing. Upon return and initial testing, one electrosurgical pencil was confirmed to stay latch on.